Event description:
Caller reported that the t: slim x2 pump battery would not charge, with the screen remaining dark and unresponsive despite attempts using various charging methods. There was no adverse impact to the customer's blood glucose level. Customer was advised to revert to multiple daily injections (mdi) as backup insulin therapy.